Manufacturer narrative:
Evaluation narrative - one flexible twist drill for 2.3 anchors was returned for evaluation. Visual assessment of the device confirmed the breakage. The drill head has broken free from the flexible cable link. Drill head is missing a portion of its proximal end. Dimensional assessment of all attributes of the device that could be inspected were found to meet print specifications. The drill head appears to have contacted the drill guide during use. A review of the complaint records confirmed this failure mode to be within the predicted occurrence ranking. Additional actions are not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During a labral repair procedure it was reported that the tip of the drill broke off inside of the patient. A 90 minute delay occurred as a result. An additional incision had to be made to retrieve the piece. X-ray was also utilized to locate the piece. The piece was finally removed after having to switch to an open procedure. It was noted that the procedure was completed with a backup drill.